Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 7.0x60mm absolute pro .035 stent shortened during deployment and one section of the lesion was not covered by the stent. The procedure was successfully completed by deploying an unknown stent to fully cover the lesion. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported stent shortening. It may be possible that the delivery system was inadvertently pushed distal during deployment causing the stent to stack and shorten; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.